Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt/therapy pad messages) has been confirmed. Upon eval the electrode belt cable was found to have internal wire damage within the a and b assembly. The cause for the internal damage cannot be positively determined. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support service to report constant alarms. The pt was provided with a replacement electrode belt.